Event description:
The micro sagittal saw was returned for service due to overheating at the user facility during testing. Upon evaluation at the manufacturer, it was also found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that there was damage to the tps coated flex assembly and that the press plug was worn.